Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that it was difficult to remove the needle from the port body and the folding wing safety feature allegedly didn't work. There was no reported patient injury.

Event description:
It was reported that it was difficult to remove the needle from the port body and the folding wing safety feature allegedly didn't work. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of infusion set damage was confirmed. The product returned for evaluation was one 20ga x 0.5¿ powerloc safety infusion set with y-site. Usage residues were observed throughout the sample. The safety mechanism was not engaged. The tip of the needle was barbed. Microscopic inspection of the needle tip confirmed it to be barbed. The tip curved sharply back toward the bevel. The needle exhibited increased luster within the bent region. An attempt to activate the safety mechanism was successful and unremarkable. The safety fully covered the needle tip. While the safety mechanism functioned as intended during evaluation of the sample, the damaged needle tip may have contributed to difficulty removing the needle or activation the safety mechanism during device removal. The needle tip damage was consistent with contact between the needle tip and a hard planar surface such as the bottom of a port reservoir. The use residues suggested that contact occurred during device use.